Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, minor scratches on the display window and a cracked display window.

Event description:
The customer's daughter reported via phone call that the insulin pump alarmed button error after the belt clip broke, causing the insulin pump to fall to the ground. She stated that the insulin pump fell about 10 minutes before it began alarming. The customer's blood glucose was 112 mg/dl. She advised that she was later able to resolve the button error issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.